Event description:
An event was identified by medtronic; received notification of these events in the following journal article: "open vs. Endovascular repair of isolated iliac artery aneurysm: a twelve year experience" (j vasc surg 2009). Additional info was obtained from the physician. An aneurx stent graft system was implanted in the pt for the endovascular treatment of abdominal aortic aneurysm. The pt had an iliac occlusion requiring thrombolytic therapy five months post stent graft implant. The physician stated that stent likely developed an occlusion from the small caliber aortic bifurcation that extrinsically compressed the limb resulting in thrombosis. The physician does not believe it was the fault of the device and the device has performed well. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other, secondary intervention - eval results - (small caliber aortic bifurcation that extrinsically compressed the limb), (occlusion), and (identity of device with which patient/clinical outcome not provided). Conclusion - (small caliber aortic bifurcation that extrinsically compressed the limb) and (identity of device with which pt/clinical outcome not provided).